Event description:
It was reported that a user was announcing meals to correct elevated blood glucose instead of allowing the system¿s correction algorithm to address hyperglycemia, and education was provided to discontinue this practice and use the correction feature as intended. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included user counseling, troubleshooting, and education on proper use of meal announcements and the correction algorithm. Investigation of this case revealed use error related to dosing workflow rather than a device malfunction, with no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.